Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No delivery alarm/occlusion during therapy not confirmed. Device received with cracked battery tube threads. Device received with pillowing and cracked keypad overlay at select button. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 29 mmol/l and did correction with manual bolus. Customer also stated that insulin pump received insulin flow block alarm several time even after changing the set and the reservoir. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.